Event description:
A pump alarm was reported by the customer, occurring specifically as alarm 20 during insulin delivery. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in attempting to reload a new cartridge, but the issue persisted with the alarm reoccurring. Consequently, technical support decided to replace the pump, instructed the customer on returning the faulty pump, and confirmed the shipping address for the replacement. The customer was advised to use multiple daily injections (mdi) as a backup insulin delivery method.